Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: excessive bleeding on the jejunum with firing of 60mm tan reloads. Bleeding at transection, anastomosis, and closure of enterotomy. Pumping of blood immediately along staple line after firing stapler. Blood loss, added time to case, and had to oversew the staple line. Surgeon noted that gap between the anvil and cartridge looked open, especially on pouch of stomach, it did not compress/close until firing. The gap looked like the legacy product and did not look closed before firing. Increased loss of blood and increased operating room time greater than 30 minutes. Operating room time increased due to oversewing staple lines, suction, irrigation, cautery. Patient information: male patient, (B)(6).